Event description:
Incident type: colostomy. According to the reporter: pursestring was deployed, dr (B)(6)tying purse string, suture broke. Another pursestring was opened, and the case was completed. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).